Event description:
Hospital personnel responded to a pt described as in cardiac arrest. The device was brought into the treatment room and powered on, but, according to the rptr, the device alarmed low battery and powered down. Another device was immediately called for and used, but the pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the death of the pt because of the pt's lack of viability.